Event description:
The customer reported that the system had a hard drive failure and the power cord was cut. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced power cord, and hard drive, the floppy drive and reloaded the system software. The system was tested and found to be working as intended and put back in service.